Event description:
After opening and setting up for a case, we went to throw away the bipolar cord, which would not be needed for the case. After picking it up and turning it over we discovered that it had what appears to be mold growing on the cord, therefore contaminating the entire set up. We called attention to the issue, stopped the patient from being brought to the room, tore down the set up, and had all new equipment pulled and reset up.